Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on: (B)(6) 2011 the patient presented with the following preoperative diagnoses: previous l5-s1 discectomy; advanced degenerative disk disease, l5-s1; lumbar radiculopathy; worsening low back and leg pain; radiographic evidence of arachnoiditis. The patient underwent the following procedures: right transforaminal posterior interbody fusion using peek spacer and morcellized local bone and bone morphogenic protein / cellulose sponge; left l5-s1 medial facetectomy with decompression of the exiting l5 and traversing s1 nerve root; bilateral pedicle screw fixation, l5-s1 with peek rods; left posterolateral fusion( facet and intertransverse technique) using morcellized local bone and bmp sponge. Per op notes: ¿ bmp sponge was dried with a gauze sponge and wrapped around the morcellized bone , placed medially within disk space. The trial implant was placed. A 10x26 spacer was filled with bmp and bone impacted toward the anterior midline and more bone was placed lateral to it. The peek rods were sized and placed and compressed to enhance lordosis at the level. The morcellized bone and remaining bmp sponges were placed over the transverse process and sacral ala and prepared dorsal facet joint at l5-s1 on the left.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent a right transforaminal posterior interbody fusion using peek spacer and rhbmp-2/acs, a left l5-s1 facetectomy, a bilateral pedicle screw fixation at l5-s2 with peek rods, and a left posterolateral fusion at l5-s1 with rhbmp-2/acs. It was reported that patient now suffers from chronic/severe back pain in back/leg/buttock, has difficulty walking, numbness, weakness, and has experienced falls. Patient needs walker/cane/wheelchair. Patient also suffers from erectile dysfunction, right leg giving out, muscle cramps, tingling in leg, and arachnoiditis.